Event description:
It was reported that an inappropriate episode of ams occurred due to emi causing noise. Patient was advised to stop using the non-grounded shorting out radio. Patient is stable and asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.